Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intraaortic balloon pump (iabp) tank is not working. It is unknown under which event this issues were discovered or if there was any patient involvement.

Event description:
N/a.

Manufacturer narrative:
Getinge field service engineer (fse) observed that cs300 missing helium tank and worn seal for helium regulator. Replaced seal and installed new seal. During testing observed iab fill port loose, could cause leak and autofill failure. Secured iab filippatos connector and performed autofill leak test, passed to specifications. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.